Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented to the emergency room with myocardial infarction and underwent a procedure of the long, heavily tortuous, heavily calcified, de novo, mid left anterior descending (lad) artery and after pre-dilatation was completed a 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced but met resistance at the edge of the distal lesion; the sds was being retracted for additional pre-dilatation of the lesion, however, the stent became dislodged off the balloon and it was noted after sds removal from the anatomy. The physician chose to balloon the lesion and the stent was crushed in the left main. A 4.0 x 15 mm xience xpedition stent was used to crush the stent in the circumflex to the vessel wall. Blood flow of the lesion and the entire coronary artery was noted as ok post procedure. Additionally, the following day the patient died. The physician stated the direct cause of death was not due to heart function and assumed the stent did not affect the patients death, however, the prolonged procedure relating to the stent may have contributed as the patient had a history of diabetes mellitus and severe renal disease. No autopsy was performed and the cause of death was noted as renal disfunction and pulmonary disfunction. No additional information was provided. Subsequent information received via 3 still images and was reviewed by an abbott specialist which revealed a dislodged stent in the proximal lad/lm. It was concluded that the images are consistent with the incident description of stent dislodgement.